Event description:
It was reported that during an initial implant procedure, the left ventricular lead was positioned but the guidewire tip was deformed and could not be pulled out of the lead. The lead was not used and was replaced successfully. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.